Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device did not reveal any damage to the shaft of the device. The balloon was folded and wrapped around the shaft. The stent was not on the balloon at the time of return. A clear impression of where the stent was originally crimped is visible on the balloon material. Visual and microscopic examination of the stent observed that some of the struts on the stent were pushed apart. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged from the stent delivery system (sds). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. The 9.0x30x75cm express vascular stent system was advanced to the lesion for direct stenting. While attempting to deploy the stent, it dislodged from the sds. The stent was successfully removed utilizing a snaring device. Pre-dilatation was then performed with a 5mm balloon and a 9.0x37mm express ld stent was implanted to complete the procedure. There were no additional patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged from the stent delivery system (sds). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. The 9.0x30x75cm express vascular stent system was advanced to the lesion for direct stenting. While attempting to deploy the stent, it dislodged from the sds. The stent was successfully removed utilizing a snaring device. Pre-dilatation was then performed with a 5mm balloon and a 9.0x37mm express ld stent was implanted to complete the procedure. There were no additional patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.